Event description:
It was reported the patient has been experiencing pain at the ipg site since losing weight and since being in a car accident. Follow-up revealed the patient's ipg was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.